Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the device intermittently powered off on it's own. The complainant indicated that there was no pt involvement in the reported failure.